Event description:
A territory manager (tm) contacted zoll customer support while assisting a (B)(6) female patient to report that neither of the patient's batteries will charge. The patient was issued two replacement battery packs.

Manufacturer narrative:
Sn (B)(4), add'l MFR date: (B)(6) 2008. Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery problem) has been confirmed. Upon evaluation, the battery connector was damaged and pin 2 was bent. The cause for the damaged connector and bent pin cannot be positively identified. Device evaluation of battery pack (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon evaluation, the battery was found to have defective cells measuring at 1.250v, 0.080v and 0.470v. The cause for the defective cells cannot be positively determined. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.